Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 277 mg/dl while wearing the pod longer than 48 hours on the arm. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, manual injection was administered.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 2328 pulses and was deactivated by the user. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.